Event description:
It was reported that the pump battery was charging only up to 60-70%. There was no adverse impact to the customer's blood glucose level. The customer declined assistance from tandem technical support regarding the issue. No additional patient or event information was available.